Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The pump was not working and the patient experienced increased pain. The cause of the motor stall was not determined. Regarding actions taken to resolve the event, pump replacement was noted. Per the manufacturer's device registry, the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine (25 mg/ml) at 6.641 mg/day, compounded baclofen (1000 mcg/ml) at 265.65 mcg/day, and morphine (37.5 mg/ml) at 9.962 mg/day via an implantable pump for spinal pain. The patient presented to the ER (emergency room) on (B)(6) 2016 with withdrawal symptoms and severe pain (which were considered sudden) and was admitted to the ER. The pump status and/or event logs reported that a motor stall occurred on (B)(6) 2016 at 10:21 a.m. The patient was at home at the time of the stall and it was confirmed that there was no emi (electromagnetic interference). The motor stall was seen at the initial interrogation and was active; there was no motor stall recovery noted. The patient did not recently have an MRI (magnetic resonance imaging). The healthcare provider was to follow up with the patient's managing healthcare provider. The patient was given IV (intravenous) or oral medications, it was unknown which, before discharge on the morning of (B)(6) 2016. The patient went to the clinic that day to troubleshoot further.

Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.